Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in (B) (6) 2009. During the procedure, after the balloon was primed, there was trouble maintaining steady pressure throughout the case, so the surgeon kept adding fluid. The surgeon removed the catheter and a small hole in the balloon was noticed. No adverse patient consequences occurred.